Event description:
It was reported that the keypad button presses did not activate desired pump functions. The buttons did not respond when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), the pump was intermittently responding to the "down" and "ok" arrow buttons, it was observed that both the "down" and "ok" key contacts were misaligned, and there was evidence of adhesive/contamination under the all key contacts.